Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site revealed that the patient complained of headache and was found unresponsive. Emergency medical services (ems) was called a compressions were performed. A computerized tomography (CT) scan confirmed cranial bleed, epinephrine and amiodarone drips were initiated. The patient was given ten units of vitamin k along with anticoagulant medication and was sent to intensive care unit (ICU), where a bedside drain was placed. The patient was taken to the operating room (or) for craniotomy. Post procedure the patient was deemed "brain dead" by neurosurgeon with a grave prognosis. Later, the patient's family decided to withdraw care and the patient expired. The patients death was suspected to be due to multi-organ failure. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, bleeding, multi-organ failure and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contri buted to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative cour se. Possible factors that may have led to the event include but are not limited to multi-organ failure. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products:product ID: 2088tc52, product type: lead, implanted: (B)(6) 2014; product ID: 7122q, product type: lead, implanted: (B)(6) 2014. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to bed with complaints of a headache and the next morning was found unresponsive. Emergency medical services (ems) was called and compressions were performed. A computerized tomography (CT) confirmed cranial bleed, epinephrine and amiodarone drips were initiated. The patient was administered ten units of vitamin k along with clotting medication and was then sent to the hospital and admitted to the intensive care unit (ICU), where a bedside drain was placed. Soon after, the patient was taken to the operating room (or) for a craniotomy. Post-procedure the patient was deemed "brain dead" by neurosurgeon with a grave prognosis. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient's family decided to withdraw care. The patient expired within minutes of the care being withdrawn. Of note, the vad remained within the patient. The cause of death was deemed to be multi-system organ failure.

Manufacturer narrative:
A supplemental report is being submitted for additional information. -additional information indicates that the patient expired. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.